Event description:
Healthcare professional reported additional event of "creases." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture baker grade IV, pain, displacement and numbness/tingling on the right arm. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture baker grade IV, "pain, displacement and numbness/tingling on right arm." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation device, wear abrasion creases fold and weight to the spec. Cloudy and bubbles in the gel observed after the autoclave cycle. Base on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing and there were no issues found related with the manufacturing process.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii, "pain, displacement and numbness/tingling on right arm" and "creases." The device has been explanted.